Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Lot number identification necessary to review manufacturing history was not provided. Current information is insufficient to permit conclusion as to the cause of the event. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
New ankle strap fractured during the procedure.

Manufacturer narrative:
(B)(4). Product was returned for evaluation and forwarded to biomet orthopedics llc for evaluation, who have reported as follows: review of the returned product determined that the strap has fractured as reported. Comparison of the product to the print for part 32-421429 determined that the returned strap is not part 32-421429. There is no product identification (part or lot information) on the returned product therefore correct identification of the strap could not be determined. A definitive root cause of the strap fracturing cannot be determined and the conformance of the returned product when it left zimmer biomet control cannot be determined as the product identification is unknown. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
New ankle strap fractured during the procedure.

Manufacturer narrative:
(B)(4). Product numbers have been checked for oxford ankle straps and it is confirmed from the drawings that the returned product is 32-422778 and not 32-421429 as reported. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
New ankle strap fractured during the procedure.